Event description:
It was reported that the customer's blood glucose level was 577 mg/dl. The customer experienced the following symptoms: thirst, frequent urination, and weakness. The customer treated with manual injections and his insulin pump. Standard troubleshooting was performed. It was discovered that the customer's insulin was cloudy. The insulin pump experienced an unexpected restart. The insulin pump had a record of an excessive on delivery alarm. The customer was advised to change his reservoir, infusion set, and insulin. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).